Event description:
It was reported that the customer passed away at home. The cause of death is unknown. The caller stated that the death certificate is not yet available, but will call back when they receive it. The caller stated that the customer was not ill and did not have health issues prior to passing. The customer's blood glucose, at the time of passing, was unknown. The customer's last recorded blood glucose value, in the pump, was 156 mg/dl at 9:00 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that certain question should be answered by the customer's doctor. Attempts were made to call the doctor's office and were only able to leave voice mails. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The insulin pump was received with ultra n-rgy alkaline battery installed. Data analysis (B)(6) 2015 daily insulin total = 13.600u, (B)(6) 2015 daily insulin total = 12.600u, (B)(6) 2015 daily insulin total = 12.600u, (B)(6) 2015 daily insulin total = 10.975u (at 23:17 battery out limit alarm and pump reset. Time was set to 20:13 on (B)(6) 2015). (B)(6) 2015 daily insulin total = 3.200u, (B)(6) 2015 daily insulin total = 14.200u and (B)(6) 2015 daily insulin total = 12.600u.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.